Event description:
Small tear in the skirt [stopper] of the plunger-syringe opened the contents of the syringe to room pressure which allowed siphoning effect to occur, resulting in the over-dosing of the patient. Fentanyl was being infused through a baxter as50 pump using a bd syringe. The infusi0n rate was 0.32ml/hour. The baxter pump was a basic model with no flow rate or air/fluid leakage alarms. The infusion was initiated at 10:00am and the incident occurred and/or noticed at 5:00pm. A nurse checked on the patient and noted the syringe was empty and there was fluid on the line and only air in the syringe barrel. The syringe stopper was found at the 7ml level (as anticipated given the set flow rate), however, it was empty. It was assumed that the pump functioned properly.the causes of death were listed as cardiac arrest, pulmonary hemorrhage and hypotension. Hospital staff indicated that a visual inspection showed what appeared to be a tear in the rubber stopper from the cone to the first rib. The torn portion was wedged between the back rib of the stopper and the syringe barrel. It is believed that this condition may have created a potential for the "siphoning" of the fentanyl causing the overdose of medication to the patient. Three nurses started pal using dopamine, dobutamine and epinephrine for low blood pressure.